Manufacturer narrative:
Asp investigated further and received this new information. After seeing a physician, the hcw returned to work at the surgery center and they provided her with an organic vapor mask to wear when working around cidex opa; however, she stopped wearing it because ¿it was not helping at all¿, and she ¿could still smell the odor¿. She reported she continued to have symptoms when around cidex opa at this surgery center, and her symptoms include chest tightness, throat irritation, cough and headache. She also reported she feels like she has a bad cold or the flu, a day or so after she works her one shift per week at this surgery center. She has not seen a physician again or received any additional medical attention for her symptoms. The hcw provided new information, and reported she also works at two other hospitals for the last 12 years where she processes scopes in an automated endoscope reprocessor, and occasionally processes two probes manually with cidex opa. She reported she has ¿never had any symptoms or any problems¿ when working with cidex opa at these hospitals. They also have small workrooms, but she stated she ¿never smells any odor¿. She reported they have a ¿special exhaust system¿ and she ¿can actually hear the exhaust working¿. The hcw concluded she thinks her symptoms are directly related to her time working one day a week at the surgery center, and not at the other hospitals. The supervisor of the hcw at the surgery center also reported new information regarding the decontamination room where the hcw manually processes scopes. It was reconfirmed the filter was changed on the exhaust hood in the room and a new hepa air cleaner was added. It was also reported they are looking into getting a ¿stronger exhaust fan¿, even though their current set-up meets regulations. The supervisor reconfirmed there have been no other employees who have complained of an odor in the room or any related symptoms when processing scopes. Based on the new information contained in the complaint, this complaint is now deemed not reportable. Occupational asthma has been ruled out, due to the report that the hcw continues to manually process probes with cidex opa at two other hospitals and is asymptomatic. The information suggests the hcw has increased sensitivities when working in the surgery center around cidex opa, and may be related to the set-up of the room, exhaust fans and air exchanges. Lastly, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. This complaint will be reassessed if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional info: the supervisor reports the decontamination room is small, and an exhaust hood was installed with a tray set that is designed for cleaning scopes. Air exchanges were measured and passed regulations. The day the event was reported, the filter was changed and an extra air cleaner was put in the room. In addition, an ¿organic vapor¿ mask was ordered for the hcw. In addition, the supervisor reports there are other hcw¿s who have not reported any symptoms. The asp clinician reviewed with both the hcw and the supervisor the precautions and warnings of cidex® opa per the instructions for use (IFU) related to ppe, room ventilation, closed containers with tight fitting lids, and filtering face pieces capable of preventing inhalation of vapor. Based on the information contained in the complaint at the time the reporting determination was made, this complaint is deemed reportable; however, it is unclear if a serious injury occurred. The hcw reported respiratory symptoms which she experienced while working around cidex® opa. In addition, it was also reported the hcw had a ¿bad cold¿ and the ¿flu¿. The hcw did not have a definitive diagnosis of ¿occupational asthma,¿therefore, out of an abundance of caution, asp has decided to report this event.

Event description:
A healthcare worker (hcw) reported having a reaction to cidex ® opa while processing endoscopes. Her symptoms included skin irritation, dry throat, headache and she stated her ¿lungs are hurting,¿ and this had happened on three different occasions. The first two times the symptoms resolved when she left the room. The 3rd time she was seen in urgent care and received a breathing treatment which she said helped. She was also given an inhaler to be used as needed. She reported the doctor could not confirm she had ¿occupational asthma,¿ but stated it could occur and was given information on it. The hcw reported her chest symptoms lasted for a few days, but she ended up getting ¿really sick with a cold¿ afterwards and reported she missed one day of work but it is unclear whether the missed work was due to the reactions to cidex opa or due to a cold. She reported the headache lasted a couple of days and she took aspirin and aleve and it resolved. The hcw reported she wears personal protective equipment (ppe) while processing scopes which includes a gown, gloves and a face shield. She stated she has sensitive skin and had a rash on her arm in which she used over-the-counter hydrocortisone cream.